Event description:
It was reported that the patient underwent an explant procedure due an unknown reason. Th explanted device will not be returned, as it was discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date the manufacturer was made aware.